Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-2,8 lot#: va1sp5q, implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they patient has been having issue with the device/therapy shortly after implanted in (B)(6) 2019 and that they device was not working. It was also reported that the patient experienced pain at pocket site, shooting pain with adjustment, feels pain in the back, pelvic, vaginal, rectum. It was also stated that the pocket site looks fine and x-ray and ultrasound was done, all look fine. It was also reported that the patient felt discomfort since the beginning and everytime she changes, she felt like she was zapped. Impedance done at 1v/210pw, patient could hardly tolerate that setting but bipolar pairs shows >4k ohms and unipolar pairs are within normal limits. Patient denies any trauma or falls and patient tried different programs and no relieve and the physician will explant the ins and lead and send back for analyze. At the moment the device was turned off. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1sp5q, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). They reported that the cause of the device not working was not known. They were not sure what was wrong with the device. The nurse practitioner in the office tried multiple programs to work around. They also reported the cause of the high impedance was not known as well. They tried to clear inter operatively by adjusting pulse width and amp. Device was replaced on (B)(6) 2019. They will be sending in the explanted device. No further complications were reported or anticipated.